Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the left ventricular lead exhibited high pacing impedance. No intervention was performed. The patient status was unknown.